Event description:
Reportedly, the pt was admitted in 2008. Ventricular tachycardia (vt) observed on ECG, device failed to interpret rhythm as vt and no therapies were delivered. External shocks were applied leading to pulseless electrical activity, cardiopulmonary resuscitation (CPR) and death. The physician wanted to know why was this rhythm not interpreted as vt and treated.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states.